Event description:
It was reported that patient experienced "overdose type of symptoms." Healthcare provider (hcp) believed that the catheter had become dislodged and was considering turning the pump off. Information regarding morphine overdose was also requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk.